Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The performance of the architect stat troponin-I assay was evaluated by testing an in-house sample panel using the suspect reagent lot 42894un10. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel results were within specification, demonstrating that the architect stat troponin-I assay can accurately detect known concentrations of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I reagent package insert (revision number (B)(4)) contains information to address the customer's current issue. The current investigation determined that the architect stat troponin-I assay, lot 42894un10, is performing as intended and meeting safety, effectiveness and label claims. A product malfunction was not identified. Evaluation method: review of complaint tracking and trending; field service intervention.

Event description:
The customer states that a pediatric sample generated a false positive architect stat troponin-I assay result of 0.34 ng/ml that was reported from the lab. The patient's physician questioned this result and had a new sample drawn, which tested negative at less than 0.01 ng/ml. The initial sample was then retested and generated a result of less than 0.01 ng/ml. There is no impact to patient management reported.